Manufacturer narrative:
The device is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Manufacturer narrative:
The external battery was returned to resmed for an evaluation. Based on all information provided to resmed, the external battery provided appropriate charging. There is no evidence to suggest that the device malfunctioned. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).